Event description:
On january 29, 1998, nellcor puritan bennett received a call from source. She was calling to report a patient stated unit gives intermittent setting error and the unit stops cycling at the same time. There was no patient harm.